Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-mar-2024, it was reported that patient faced three insertion without removing needle guard events . The events occured within 3 hours of insertion.the insertion site was at the abdomen. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial MDR (B)(4) - device 2 of 3.